Event description:
The rptr stated that rptr did back to back blood glucose tests, within 1 minute. Rptr's results were 18, 118 and 115 mg/dl. Rptr did not have any symptoms. A control test was in range, 136 (96-145). No harm was alleged.